Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The target lesion was located in an unknown coronary artery, and was treated by placement of a taxus liberte stent. After an unknown number of days, the patient presented with restenosis without ischemic symptoms. According to the physician, the event is restenosis of the study stent. The 90% stenosed and 15mm lesion was located in the proximal left anterior descending coronary artery with a reference vessel diameter of 2.5mm. The lesion was treated with balloon dilation resulting in 0% residual stenosis. The patient's condition was said to be "improved" and the event was resolved. The patient was discharged the same day and had a 6 month follow up done the next day confirming that the event was resolved and that there were no anginal symptoms.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
It was further reported that at the time of the index procedure, two de novo lesions were treated. The first was a 90% stenosed and 10mm long lesion located in the proximal left anterior descending (lad) coronary artery with a reference vessel diameter of 2.5mm. It was predilated and treated with placement of a 2.5x16mm taxus liberte stent without post dilation resulting in 0% residual stenosis. The second was a 90% stenosed and 15mm long lesion located in the distal left circumflex (lcx) with a reference vessel diameter of 2.5mm. Core lab analysis found the lesion to be 74% stenosed. The lesion was treated with predilation and placement of a 2.5x16mm taxus liberte stent resulting in 25% residual stenosis. Core lab analysis found residual stenosis to be 10%. Timi-3 flow was maintained. The patient was discharged 2 days later on aspirin and ticlopidine hydrochloride. The event occurred 185 days post index procedure. The patient underwent reintervention 3 days after restenosis was confirmed. Core lab analysis of the restenosis was reported to be 54%, and post treatment, 10%. Timi-3 flow was maintained. It is the opinion of the physician that the event is possibly related to the taxus liberte stent.

Manufacturer narrative:
(B)(4).